Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to damage on zoom coupled charging device (ccd), zoom does not work smoothly; due to wear of scope cover, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; due to clogging of nozzle, water removal ability does not meet the standard value; scope cover has a scratch; plastic distal end cover has a scratch; due to dirt on objective lens, there is a lack of image on the monitor; protector of universal cord on scope connector side has a scratch; universal cord has a scratch; grip has a scratch; forceps elevator lever has a scratch; forceps elevator knob has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; switch box has a scratch; flexibility adjustment ring has a scratch; control unit has a scratch; scope cover has a scratch; due to clogging of nozzle, water removal ability does not meet the standard value; due to dirt on objective lens, there is a lack of image on the monitor; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, had poor zooming, separation. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a foreign matter in nozzle and in objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
Updated: updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle and on the objective lens could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) reprocessing survey info: device was cleaned, disinfected, and sterilized before being sent to olympus . Was there a delay in the start of pre-cleaning: no. Air/water nozzle was flushed with water and air: yes. Were there abnormalities in the accessories used for reprocessing: no. Did the customer pre-soak in detergent solution: na. Was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. Did the customer flush the air/water nozzle / channel with the detergent solution: yes. Olympus will continue to monitor field performance for this device.